Event description:
It was reported that post implant the left ventricular lead moved from the original implant position causing diaphragmatic stimulation. The physician was unable to reposition the lead and therefore the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.